Event description:
It was reported that the user connected a new freestyle libre 3 plus sensor but the ilet bionic pancreas did not display glucose readings because the sensor had been activated in the libre app and was therefore paired to another device, preventing data transmission to the pump. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included continuation of pump therapy using fingerstick blood glucose entries for three days per troubleshooting guidance. Investigation included troubleshooting and user education regarding single-device pairing for the sensor and appropriate interim management with manual glucose entry. Investigation of this case revealed that the sensor was in use by another device, consistent with a use error related to setup and connectivity, with no malfunction of the ilet pump or associated components. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to sensor pairing with a non-ilet device, resulting in expected lack of cgm data on the ilet.